Manufacturer narrative:
Eval summary: on 4/15/2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of prevelle silk is not affected by this report.

Event description:
Focal necrosis [necrosis], granulomatous reactions [granuloma], type 1 immediate hypersensitivity [type I hypersensitivity], cell mediated immune reactions [type IV hypersensitivity reaction], herpetic lesions [herpes virus infection], abscess formation [abscess]. Case description: literature-spontaneous report was received on (B)(6) 2011 from a physician regarding pts whose names, age and gender was not provided, who experienced adverse events after receiving prevelle silk. This report is from a literature article entitled "hyaluronic acid dermal fillers" can adjunctive lidocaine improve pt satisfaction without decreasing efficacy or duration?"; smith, l., cockerham, kimberly. Pt preference & adherence. 2011. Vol 5: pg 133 - 139. This article is a literature review. In a group of pts who were treated with prevelle silk, the following adverse events were observed: granulomatous reactions, focal necrosis, type I immediate hypersensitivity reactions, type IV delayed hypersensitivity reactions, abscess formation, recurrent herpetic lesions. The action taken with prevelle silk in the pts was not provided. The outcome of the pt's was not provided.